Event description:
It was reported that prior to a laparoscopic colorectal procedure before use on patient after testing the metal active blade fell off the instrument and a second shear was opened. Procedure was completed with same like device.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.